Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were having heart problems and were not feeling well. They stated that their implantable pulse generator (ipg) was ten years old and was possibly not working any longer. Additional information was received from the patient¿s follow up clinic that indicated that the patient has not been seen by them since the date of the call to the manufacturer. The ipg remains in use. No further patient complications have been reported as a result of this event.